Manufacturer narrative:
Findings: unit alarmed e15 during self test. Problem isolated to the mother board. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.